Event description:
It was reported a pacemaker dependent patient presented to the emergency room with a sycopal spell, general light headedness, and nausea. Device interrogation revealed intermittant loss of capture in the right ventricular, increased capture threshold, and increased lead impedance measurements. The output setting was updated and the patient was admitted for further evaluation. Two days later, the increased trends were again noted. The syncopal episode may have been correlated by a ventricular fibrillation episode. The patient described feelings of tiredness and nauseousness for most of the day leading up to the syncopal episode. The lead was capped and replaced. The patient condition was stable following the replacement.